Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to moisture damage at keypad traces. Traces of moisture were noted at lcd board per visual inspection. Device had cracked case at display window corners and display window, severely scratched lcd window and reservoir tube window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. She stated that it could have been exposed to sweat but she did not recall any significant events leading to the alarm. Blood glucose value was 197 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.